Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor was resetting. The cause for the abnormal shutdowns was isolated to an intermittent connection of the u500 digital signal processor on the computer/analog board. The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of monitor sn (B)(4), a reportable device malfunction was discovered. Monitor sn (B)(4) failed incoming functionality testing.